Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from biopsy channel. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection." IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during the reprocessing and after performing a leak test on the evis exera iii colonovideoscope, when using endozyme blue in color, it was found that after brushing 5¿6 times, the scope was then leaking pink residue from the biopsy and instrument channel. The scope was an asset-loaner device. There was no patient involvement. Subsequently, the customer was directed to complete manual cleaning and high-level disinfection and then send it in for repair. The customer was then transferred to customer solutions.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found distal end plastic cover had no minor scratches; objective lens, light guide lens had chipped; bending section cover glue had cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.